Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qlmcch, and no non-conformance's related to the reported complaint condition were identified. Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the quantity of devices that presented needle pull off during this single procedure being reported? Procedure name and date? Were there any patient consequences? Could you please confirm the device's availability for return? If available, please provide the device return status/follow up. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when the surgeon was suturing, the needle has been pulling off the suture. There were no adverse patient consequences reported. Additional information has been requested.